Manufacturer narrative:
Facility biomed staff called fmc to request functional checks of the device, per policy, following an adverse event. The device was evaluated by a fmc reg equipment specialist. Verification of operations was completed and included functional checks and running a simulated treatment. The machine passed all verifications. The clinical investigation indicates there was no alleged device malfunction. The fmc pharmacovigilance physician concludes the event of death is not related to the device used. The pt was brain dead at the time of receiving hemodialysis treatment and her co-morbid status contributed to her death. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.

Event description:
It was reported by a user facility of the fmc device, "..a pt coded during treatment today." The pt was declared brain dead following a cerebral vascular accident (cva), but was still undergoing dialysis at the request of her family. Exact date of the event is unk. Post cva, the pt was brought to the hosp where she was receiving hemodialysis at the acute dialysis unit for 2 weeks prior to her death. On (B)(6) 2011, 20 mins into the treatment, the pt coded and met with her death. At the time of her treatment, she was lethargic, posturing, vital signs were unstable and she was unresponsive to any command or question. Prior to treatment initiation, the pt had hypotension and tachycardia, indicative of cardiac instability. The pt was given 500 units of epo. According to the (pt's) nurse, there were no problems with the treatment and the device performed as intended.